Event description:
The customer reported that on (B)(6) 2012 suppressed thyroid stimulating hormone (tsh) patient results with instrument generated flags were generated on an unicel dxc 600i synchron access clinical system. The instrument generated flag was an indeterminate flag which occurs when the relative light unit (rlu) value obtained for a sample is below the s0 rlu value obtained on the calibration curve. The patient results were not reported outside of the laboratory in association with this event. There have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. No specific patient information was provided by the customer. Other patient assay results provided by the customer were not questioned as part of this event.

Manufacturer narrative:
Beckman coulter inc. Assessment of customer performance data indicated that a system check performed prior to the event generated acceptable results. The active, in-use calibration's s0 calibrator relative light units (rlus) were significantly higher than the relative light units (rlus) associated with beckman coulter inc. In-house release data. Beckman coulter inc. Advised the customer to recalibrate the tsh assay to attempt to lower the rlus. Upon recalibration, the mean s0 rlu calibrator value was aligned closer to beckman coulter release data. A subsequent quality control assessment generated results within two standard deviations from mean. The customer subsequently repeated the initial, suppressed patient result and obtained a valid numerical result. The customer repeated two additional patient samples with results generated from the calibration curve with the elevated s0 rlus. Upon repeat using the new calibration curve, the results repeated satisfactorily and were not questioned by the customer. The cause of this event is unknown and could not be determined based on the supplied information.